Event description:
It was reported that balloon rupture occurred. The patient presented for a percutaneous transluminal angioplasty of the severely calcified superficial femoral artery and anterior tibial artery (sfa-ata). After crossing the guidewire into the lesion, a 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. Dilatation was then performed using a new high-pressure balloon and revascularization was successful. Sfa treatment was then performed, and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Updated d4 - lot number: 0031170418.

Event description:
It was reported that balloon rupture occurred. The patient presented for a percutaneous transluminal angioplasty of the severely calcified superficial femoral artery and anterior tibial artery (sfa-ata). After crossing the guidewire into the lesion, a (B)(6) nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres, the balloon ruptured. Dilatation was then performed using a new high-pressure balloon and revascularization was successful. Sfa treatment was then performed, and the procedure was completed. No patient complications nor injuries were reported.